Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator failed troubleshooting and the final test for non-conformances with the measured vti on the tidal volume and flow tests. Bench testing revealed a malfunctioning flow valve was creating the issue. Vyaire medical replaced the flow valve.

Event description:
It was reported to vyaire medical that the patient stated that it felt like they were not getting enough air. The patient was placed on another ventilator. There was no report of any patient harm associated with this reported event.